Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d4, d10, g4, g7, h2, h3, h4, h6 and h10. The device was returned to olympus for evaluation. The customer's complaint was not confirmed. B40 error refers to a cm board failure, and after inspection the cm board and internal memory were functioning normally. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device has been used for more than 6 years. Based on the investigation, the failure was likely a result of parts on the board deteriorating over time due to long-term repetitive use, or the communication connector and communication cable deteriorated due to long-term repetitive use resulting in poor contact. The b40 error may have been reported because of a failure of the substrate or contact failure of the communication connectors and communication cable in the control section of the device.

Manufacturer narrative:
As part of our investigation, the onsite field service engineer (fse) advised the customer that per the technical guide on the cv-190 the mentioned error message indicates damage to the device internal board. The customer was provided a loner. The reporter did not provide a specific serial number for the referenced device; therefore, it is unknown if the cv-190 was returned to olympus for evaluation/service and a review of the instrument¿s history could not be performed. An investigation is ongoing to obtain additional information regarding the reported event.

Event description:
The service center was informed that the device displayed an ¿e40¿ error code. There was no patient involvement reported.

Manufacturer narrative:
The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that although the root cause could not be identified, a probable cause is described based on the investigation to date. A provable is as follows: abnormality in the lamp that was pointed out may be caused by lamp failure because it was described in the proposed sentence that the event was improved by replacing the lamp.". Additional information received from the user facility states this issue occurred during set up. There was no patient injury. The two error messages occurred during set up and they were also unable to capture image. No further information is available.